Event description:
Information received indicating cadd ms3 pump was missing "start delivery" option when the patient went to "main menu," the first option that the patient saw was "setup". Reporter stated that the it is unknown if the reported event occurred while in use with the patient. No adverse effects reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device yes, the customer's reported problem was verified. Inspected the pump and found that the device did not have the start delivery option on the main menu. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.